Event description:
It was learned through the patient support center, that a patient with a 23mm 11500a valve implanted for 2 years, 1 month and 13 days has "too much pressure" and is under evaluation for possible reintervention. Patient presented with dyspnea.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (B)(4). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, it was determined that this event does not meet the definition of a complaint per (B)(4) there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is being classified as a non-complaint. This event is no longer considered reportable and this correction is being submitted.

Event description:
Per medical records, imaging obtained demonstrated normal gradients across aortic valve with no concern for stenosis. Previous imaging noted to be likely incorrectly interpreted given sinus arrhythmia.